Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. On an unknown date post-implant, a device related thrombus was noted. No additional information is known at this time. It was further reported that the patient was prescribed anti-platelet therapy and is scheduled for a transesophageal echo (tee) in late (B)(6) 2021.

Manufacturer narrative:
B3: date of event - aware date of (B)(6) 2021 used as event date is unknown.

Manufacturer narrative:
Date of event - aware date of (B)(6) 2021 used as event date is unknown. Implant date - estimated based on implant date occurring in (B)(6) 2021.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. On an unknown date post-implant, a device related thrombus was noted. No additional information is known at this time.